Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the compressor. The unit is now working and has been released to user for use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power-up test fail error code #14 indicating a compressor error. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) calibrated the vacuum and pressure setpoint. The fse performed the all manifold test, compressor output test, and tested the unit on clinical mode for 15 minutes. There were no errors found. The following investigation was performed by technician of the failure analysis and testing (fat) wayne, nj. The failure analysis and testing department received a compressor, with a reported of ¿¿power-up test fails # 14¿ performed visual inspection of the compressor per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the compressor into the iabp cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual. The tests (after 3 hours) did trigger a problem, the compressor would cycle on and off, and start to make some noise. The failure analysis and testing department was able to verify the failure.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a compressor error with start up error code #14. There was no patient involvement.